Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not sent back for investigation. Therefore, the phenomenon of the reported event could not be confirmed. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation. No abnormalities were found in the manufacturing record. Therefore, the phenomenon which was pointed out could not be confirmed. There is a possibility the heated device touched the patients tissue after activation, causing the reported "the unintended burn and the perforation". The above device handling has warned in the instruction manual as follows. Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined.

Event description:
We received the following report. During a hemi colectomy, the subject device was used. In the procedure, unintended contact with the device caused burn and perforation. The perforation was recognized at the time and addressed accordingly. The intended procedure was completed with an unspecified intervention procedure. No further information was provided. The subject device was discarded by the user.